Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the catheter balloon partially inflated. The all-silicone foley catheter, sample port connector, syringe and packaging label were returned. The catheter balloon was inflated with 10ml methylene blue solution (mbs) using the returned syringe. The balloon inflated asymmetrically, per tm0300903 and the following formula (b/(b + a) *100, (1.5/ (1.5+0.5) *100, ballon concentricity was found to be 75/25, which is out of specifications per ip7603444 revision 0 which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." An attempt was made to deflate the balloon using the returned syringe, however, only 5ml deflated within 5min. The catheter balloon was then inflated with 10ml mbs using an in-house syringe, 10ml passively deflated within 01min23sec. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540, however, a DHR review was completed prior to CAPA determination. Refer to CAPA 12474540 for further details. Correction: d, e, f, h. UDI format updated with available product information per gudid. Initial reporter name: (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, after sterile water was injected in the foley catheter, the water could not be removed. Per investigator's notification received on 12dec2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, after sterile water was injected in the foley catheter, the water could not be removed.